Event description:
At 2200 resident was found by their nurse in their bathroom having partially slid down out of their wheelchair. Resident's self release soft belt was under their neck. Upon the nurse's assessment of the resident, patient's sweatshirt and t-shirt were wrapped around the soft belt and patient's arms were out of the sleeves of their shirt. The nurse attempted to release the belt but could not. The belt was cut by the nurse, resident released and assessed. This resident was cyanotic and not breathing. Resident expired.